Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant downstream occlusion alarms were confirmed and reproduced while running a test infusion. The fluid number readings from the downstream sensor with a fluid filled set were above spec. The downstream pressure plate gap was found to be too narrow as well. These conditions contributed to the reported symptom. The downstream tubing guide was replaced.

Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no pt involvement.